Manufacturer narrative:
H.6. Investigation: two photos and 25 loose 5ml syringes in a plastic bag were received. The samples were visually evaluated. Loose foreign matter particulate was observed to be present in the bag, on the syringe barrels and plunger rods. The fm was outside the fluid path. Some of the particles were larger than level 3 in size, which is rejectable per product specification. A sample with foreign matter was sent for ftir analysis to better identify the type of foreign matter observed. Ftir analysis was completed on the material observed on the surface of the sample. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely cellulose and lignin mixed with silicone. A potential root cause for the foreign matter defect could be associated with the assembly or material handling processes. DHR was performed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. No corrective actions are necessary based on the defective rate identified. Batch 9294122 is considered in compliance with our product specification requirements. H3 other text : see h.10.

Event description:
It was reported that foreign matter was found before use with a bd plastic non-sterile luer-lok¿ tip syringe. The following information was provided by the initial reporter, "while performing the incoming inspection on this batch, the inspector found that 25 out of 125 had foreign particulate on the inside and outside of the syringes. Particulate was also visible on the inside of the bag with the syringes. The particulate was visible throughout the entire bag." 25 occurrences were reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a bd plastic non-sterile luer-lok¿ tip syringe. The following information was provided by the initial reporter, "while performing the incoming inspection on this batch, the inspector found that 25 out of 125 had foreign particulate on the inside and outside of the syringes. Particulate was also visible on the inside of the bag with the syringes. The particulate was visible throughout the entire bag." 25 occurrences were reported.